Event description:
A discordant advia centaur xp troponin ultra result was obtained for a patient sample when compared to testing on a different platform. The positive result did not match the negative result obtained on a different platform during the correlation study. Repeat testing was performed on different draws for both platforms and the results were discordant. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
(B)(4): additional information:the initial MDR stated that the patient sample was requested for further testing at siemens healthcare diagnostics. The patient sample is not available and no additional testing can be performed to determine which value is correct. The patient clinical history is also not available for evaluation.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. Heterophilic antibody interference is possible. The sample has been requested for further testing. The quality control and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."